Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing, the stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle on the first used reload. On the second reload, the surgeon was not able to press the green button and was not able to squeezed the handle. The surgeon replaced the reload to resolve the issue. There was no patient involvement.